Manufacturer narrative:
The concentrator was returned to invacare and inspected on 06/09/2021. It was observed that the tubing to the left sieve bed from the pe valve formed a hole which allowed hot sieve material to escape, resulting in melting to the inlet filter, shroud, and the filter access door with the gross particle filter. Based on the evaluation findings, which indicate that an overheating event occurred within the device and exited the shroud, this incident is being reported to the FDA out of an abundance of caution. This failure mode is consistent with that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2vc concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in field correction z-0514-2021 to replace the pe valve assembly in impacted irc5po2vc concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
A dealer reported that their client alleged that their irc5po2vc oxygen concentrator made a loud bang and then started to smoke. They alleged that fire was coming out from the back of the unit, and the back cabinet door came off. The fire was extinguished with a fire extinguisher. The dealer advised that their service and repair department examined the concentrator, and they were unable to determine what caused the issue. They stated that within the concentrator, there weren't any usual markings such as black soot, etc. That would be indicative of a fire. The client stated that there is construction going on in their home, so there was an excess of dust when the concentrator was in use.